Event description:
It was reported when using the bd alaris¿ smartsite¿ needle-free valve there was occlusion. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "when the nurse opened the outer package of the product for exhaust inspection before using for patients, she found the exhausting could not be performed and the connector was completely blocked."

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21045805. Further information provided by the customer indicates that a complete occlusion was experienced during connection with a huafu product. A review of the production records for lot 21045805 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. CAPA#1998036 was initiated.

Event description:
It was reported when using the bd alaris¿ smartsite¿ needle-free valve there was occlusion. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "when the nurse opened the outer package of the product for exhaust inspection before using for patients, she found the exhausting could not be performed and the connector was completely blocked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-oct-2022 . H6: investigation summary one 2000e china product was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21045805. No residual fluid was present in the device, and no connecting products were received to assist the investigation. The feedback provided by the customer indicates a complete occlusion was experienced during connection with a huafu product. A visual inspection of the returned sample did not identify any defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045805 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned 2000e china sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. CAPA 1998036 has been initiated.

Event description:
It was reported when using the bd alaris¿ smartsite¿ needle-free valve there was occlusion. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "when the nurse opened the outer package of the product for exhaust inspection before using for patients, she found the exhausting could not be performed and the connector was completely blocked."